Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance of the recipient is affected. On (B)(6) 2021 the user reported that she could no longer hear anymore using the device since the previous week. She reported a crackling noise just few seconds before she lost completely all sound percept with her ci. The user has been re-implanted on (B)(6) 2021.

Event description:
The hearing performance of the recipient is affected. On (B)(6) 2021 the user reported that she could no longer hear anymore using the device since the previous week. She reported a crackling noise just few seconds before she lost completely all sound percept with her ci. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the recipient is affected. On (B)(6) 2021 the user reported that she could no longer hear anymore using the device since the previous week.